Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to an electrically overstressed integrated circuit (ic), designator u34. U34 was electrically damaged which resulted in resistor designator r150 to be partially open, causing the reported issue.

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated and the energy output was lower than normal. The customer indicated when shocking at 200 joules, the output was 182.2 joules, which is less than 10 percent of the selected output and within an acceptable range. Upon evaluation of the customer's device, physio-control observed that the device was delivering a monophasic energy output instead of a biphasic output. As a result, the incorrect defibrillation therapy may be delivered.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device service indicator was illuminated and the energy output was lower than normal. The customer indicated when shocking at 200 joules, the output was 182.2 joules, which is less than 10 percent of the selected output and within an acceptable range. Upon evaluation of the customer's device, physio-control observed that the device was delivering a monophasic energy output instead of a biphasic output. As a result, the incorrect defibrillation therapy may be delivered.